Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with pure aortic insufficiency, a pre implant balloon aortic valvuloplasty (bav) was performed using a 18 mm balloon. A safari wire was used during the implant procedure. The delivery catheter system (dcs) was advanced with no issues. The cusp-overlap technique (cot) was used and the valve was placed in an adequate position that was potentially considered a bit high, approximately 2 mm below the native valve. The physician decided to release the valve. The valve was released under 140 beats per minute (bpm). After final release, the valve migrated upwards and embolized. The embolized valve occluded the coronary arteries. The patient's hemodynamics were poor and the patient became asystolic. Cardiopulmonary resuscitation (CPR) was performed. The patient's hemodynamic and saturation improved during the CPR episode. The embolized valve was snared and removed from the coronary arteries. A second transcatheter valve was implanted at a depth of 3 mm. The hemodynamics were adequate. The patient was sent to the intensive care unit (ICU) and recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 one static image was provided for review of the event description above. This event refers to valve dislodgement with subsequent occlusion of the coronary arteries. It was reported that the dislodged valve was snared, and a new valve was implanted. The image provided shows the valve deployed just prior to the point of no recapture which appeared to be at an adequate depth. Of note, it was reported that the valve implantation was attempted into a patient with pure aortic regurgitation. As stated in the instructions for use (IFU), the medtronic corevalve evolut r system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.